Event description:
(B)(4). I'm also a registered nurse.

Event description:
(B)(4). I have had constant pain and constant bleeding from this device. I'm currently on birth control pills consecutively to stop the constant bleeding. I have not interest in sex and have pain in my abdomen on a constant basis. I want this device removed and my doctor will not do it!